Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator. It was reported that the patient's implant was causing tingling and pulsing feelings on the patient's wrist, leg, and buttock. It was noted that the patient thought they called the hospital. There was no harm or injury to the patient.